Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (audio bolus button tactile changes/unresponsive) issue. It was reported that the bolus button was under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/15/2017 with the following findings: the original complaint could not be duplicated or confirmed; the audio bolus button cover was torn, but the button responded properly. Unrelated to the original complaint, the battery compartment was cracked.